Manufacturer narrative:
Patient did not consent to provide weight. Date of event¿ is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg was coming to the surface of patient's back. As a result, surgical intervention occurred during which the ipg was explanted and the issue was addressed.